Event description:
It was reported that during the implant procedure, at first the implanter decided to use an angioplasty wire for the placement of the left ventricular lead. After prolonged delay, the implanter realized that the angioplasty wire was showing significant resistance to retract or advance. The lead was removed and replaced as the wire was fused to the interior of the lead lumen. The second lead and angioplasty wire exhibited a similar response. A third lead was used with a hybrid wire without any issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that all conductors were distorted, the distal conductor had blood/fluid which created an obstruction, a stylet was stuck in lead distal coil, the lead appeared damaged at implant and the lead was stretched. (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that the lead appeared damaged at implant.